Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was feeling a shocking feeling in their body. There are no known environmental/external/patient factors that may have led or contributed to the issue. The patient had no pre-existing conditions. The patient contacted their physician and the physician did troubleshooting - multiple impedance checks while the patient held arms and head in various positions, turned off system and left it off for a period of time, palpated the areas around the deep brain stimulation (dbs) device and more impedance checks. The physician decided to lower the amount of stimulation being delivered and the issue resolved.